Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis found this pacemaker to have normal battery depletion. No adverse patient effects were reported. Additional request was made to have this pacemaker analyzed eight months after the initial request was made. Data analysis confirmed the battery appeared to be depleting more quickly than expected. As a result, device replacement within 90 days or more frequent monitoring was recommended. This pacemaker remains in-service at this time. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis found this pacemaker to have normal battery depletion. No adverse patient effects were reported. Additional request was made to have this pacemaker analyzed eight months after the initial request was made. Data analysis confirmed the battery appeared to be depleting more quickly than expected. As a result, device replacement within 90 days or more frequent monitoring was recommended. This pacemaker remains in-service at this time. No adverse patient effects were reported. Additional information was received. This pacemaker was successfully explanted and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was explanted and returned for analysis. This investigation will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis found this pacemaker to have normal battery depletion. No adverse patient effects were reported. Additional request was made to have this pacemaker analyzed eight months after the initial request was made. Data analysis confirmed the battery appeared to be depleting more quickly than expected. As a result, device replacement within 90 days or more frequent monitoring was recommended. This pacemaker remains in-service at this time. No adverse patient effects were reported. Additional information was recieved. This pacemaker was successfully explanted and returned to boston scientific for analysis. No additional adverse patient effects were reported.